Event description:
It was reported that the health care professional (hcp) requested a review of an episode on this implantable cardioverter defibrillator (ICD) due to concern for potential inappropriate therapy during an atrial arrhythmia. Technical services (ts) reviewed the device data and determined that the ICD delivered one 41 joule shock and an anti-tachycardia pacing (atp) burst for atrial fibrillation (af) with rapid ventricular response (rvr), during which the ventricular rhythm reached the ventricular fibrillation (vf) zone. The arrhythmia was successfully converted, and ts provided reprogramming recommendations. No adverse patient effects were reported. This ICD remains in service.